Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing device extrusion. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient reportedly experienced a wound infection. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly is doing well. Further details regarding medical intervention prior to explant surgery will not be provided to advanced bionics.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is a final report.

Manufacturer narrative:
The recipient's device was reportedly explanted due to skin necrosis following an MRI.